Event description:
The subject lead could not be implanted, because the stylet could not be removed after positioning.

Manufacturer narrative:
(B) (4). Conclusions: the lab analysis confirms a stylet blockage. This blockage is confirmed to be caused by a blood clot within the inner coil of the lead. The blood was determined to have entered through the hole in the distal pin likely via blood on the stylet during insertion. Absence of any mfg defect to the lead was confirmed during this investigation. Absence of any mfg defect to the lead was confirmed during this investigation which could have contributed to stylet blockage as witnessed by the user.